Manufacturer narrative:
Initial reporter facility name: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that at the end of performing blood collection while using a bd vacutainer® eclipse¿ signal¿ blood collection needle, when the nurse removed the needle from the arm, there was a ¿large projection¿ of blood splatter believed to be from the tip of the needle found on her blouse, on her face and in her eye. There was no report of medical intervention.